Manufacturer narrative:
(B)(4).evaluation summary: the device was returned to baxter for evaluation in the product analysis lab(pal). The pal technician performed the spike and unspike operation using the spike and unspike test set. Spike and unspike operation performed correctly without malfunction. The reported issue of cxd was not working, was not confirmed or duplicated by functional test. The cxd was found to be functional. The cause for the reported issue was undetermined. The device is non-serviceable and will be destroyed. The device was forwarded to be destroyed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A nurse contacted baxter's (B)(4) and requested a swap of a compact exchange device ii (cxd). The registered nurse (rn) stated that the cxd was not working. The baxter technical service representative (tsr) initiated a swap. There was patient involvement, but no patient injury or medical intervention indicated at the time of the reported incident. No further information is available.